Manufacturer narrative:
Literature citation: authors- sunil kukreja, osama I ahmed, justin haydel, anil nanda, anthony h sin. Title "complications of anterior cervical fusion using a low-dose recombinant human bone morphogenetic protein-2." Average age: 51.3 yrs. Gender: 80 males and 117 females. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in a publication titled "complications of anterior cervical fusion using a low-dose recombinant human bone morphogenetic protein-2," a total of 197 patients with the mean age of 51.3 years and male to female ratio of 1.01 were included in the study. The mean duration of follow-up was 27.5 months (range 9-43 months). The majority of patients underwent single level acfs (n=110, 55.8%), while 2, 3, 4 levels acfs were performed in 72 (n=36.5%), 13 (6.6%), 2 (1%) patients respectively. Materials and methods: in the majority of cases (n=191) polyetheretherketone (peek) cages were used as a spacer device and the construct was supplemented with anterior cervical plate. In patients, peek prevail device was used, which has inbuilt slots for self drilling screws. Cages were filled with rhbmp-2 bone graft substitute, which has 2 components: a reconstituted solution containing recombinant human bone morphogenetic protein-2 (rhbmp-2) and an absorbable collagen sponge (acs). A 1.4ml of rhbmp-2 containing 2.1mg was soaked with acs measuring 5.08x2.54x0.5cm. We placed only 1/3 of sponge within the cage (measuring 1.7x2.54x0.5cm), which would deliver 0.7mg of rhbmp-2 per level considering a homogenous distribution of this protein within the sponge. No additional acs was filled around the cage. In a large number of the patients (n=102), we also used demineralized bone matrix (dbm), which was placed from the top and the bottom over the centrally located rhbmp-2 within the peek cage. 01 patient reported pseudoarthrosis and underwent a revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.